Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement emitter shipped to site 04/11/2017. No parts have been received by manufacturer for analysis. On 04/20/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Axiem communication; axiem emitter stops working intermittently. Emitter was replaced. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported intermittent communication with a site's navigation system emitter. The medtronic representative switched ports on the axiem box and the communication issue persisted. Issue did not occur clinically. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect emitter was returned to the manufacturer for evaluation. Testing found that the short wire stylet could not be observed consistently. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.